Event description:
It was reported that the patient was to have prophylactic generator replacement. However, the surgeon stated that there were "complications with the lead" and the surgery was aborted. It was noted that the lead impedance was high. The generator was removed and not replaced and the lead remains implanted. The plan is to re-schedule the patient for a full revision, but this has not occurred to date. The explanted generator was returned to the manufacturer, but analysis is pending. The lead was not returned as it remains implanted. Attempts for further information have been unsuccessful to date.